Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the device submitted for evaluation. Bd received one qsyte closed luer access device. Microscopic analysis of the qsyte identified a small tear in the septum wall. Additionally, leakage testing of the device did not result in a leak under standard operating parameters. The reported issue has been confirmed. Tears in the septum can occur as a result of a misalignment in the manufacturing machinery. Regular inspections of both the alignment of the machinery, and manual quality inspections of the septum are in place to control this kind of non-conformance. Tears can also occur as a result of use. Unfortunately, a lot number could not be associated with this issue, as a result a device history report could not be conducted. Because the device was removed from packaging, and additional information could not be secured without a manufacturing lot number, it not possible for our quality engineers to determine the root cause for this event.

Event description:
It was reported that 2 bd q-syte¿ luer access split-septum stand-alone devices experienced leakage at the top of the septum. The following information was provided by the initial reporter: this is a report about leakage from the septum of q-syte. According to the customer's report, soon after the start of infusion of furosemide using a syringe pump, leakage from the septum was confirmed. This occurred in two cases.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd q-syte¿ luer access split-septum stand-alone devices experienced leakage at the top of the septum. The following information was provided by the initial reporter: this is a report about leakage from the septum of q-syte. According to the customer's report, soon after the start of infusion of furosemide using a syringe pump, leakage from the septum was confirmed. This occurred in two cases.